Event description:
It was reported that the left ventricular (lv) lead showed dislodgement, with the lead tip displaced to around the superior vena cava (svc), due to incomplete lead fixation and the lead not suitable for the patient's vessel. The lv lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.